Event description:
It was reported that the t: slim x2 pump battery would not charge, which was associated with a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the charging supplies using a tandem wall adapter and tandem charging cable, and the pump began charging without requiring further assistance.